Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2022 and suture was used. During use the doctor was sewing in an upward motion when technician noticed something fly up and off the tip of the needle driver. She spoke up and asked what it was and the doctor paused the case, looking around on the field. They discovered the back end of the needle was missing from the driver. The back half of the needle was located on the field. All parts of the needle were recovered and the needle was discarded. No reported adverse patient consequences.

Manufacturer narrative:
(B)(4). Additional information has been requested and the following was received. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece(s) retrieved during the same procedure? Yes ¿ were x-rays taken to locate the needle piece(s)? No ¿ what measures were taken to retrieve the broken piece? It was found on the sterile field. ¿ was there any additional tissue damage as a result of searching for the needle piece? No. ¿ what tissue structure the broken needle was located? It was outside the patient on the field. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.